Manufacturer narrative:
The user experienced severe hyperglycemia after prolonged cgm communication instability progressing to signal loss/sensor failure and lack of required manual fingerstick bg entries resulting in bg-run suspension while using the dexcom g7 cgm with ilet therapy interruptions. This behavior can result in interrupted automated insulin dosing and insufficient insulin delivery and is consistent with the observed marked blood glucose elevation requiring hospitalization and IV insulin treatment. Engineering logs were reviewed and no instances of malfunction alerts were found; available information supports a multifactorial, use-related and cgm-availability¿related cause. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.

Event description:
On 29-sep-2025 the reporter reported that on (B)(6) 2025, the user experienced hyperglycemia with blood glucose (bg) levels of approximately 1,800 mg/dl following failure to start a new dexcom g7 sensor (pairing code not entered), resulting in dosing stopped. The user was transported to the hospital by a caregiver where the user was treated with IV insulin and discharged unknown. No long-term health effects were reported.